Manufacturer narrative:
Corrected information provided in b.3. And d.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop are in place. The plunger is oriented correctly. The lens is inside the loading area. No damage is observed to the device. There was no viscoelastic observed in the body of the device. The lens stop was removed to assess the lens inside the loading area. A slight solution residue and areas of blood were observed only on the lens. There was no lens damage observed. The lens appears to have been replaced into the unused device for return shipment. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported complaint cannot be determined. Information was provided in follow up that the surgeon removed the lens from the injector and implanted through a cartridge. There was no lens damage observed. The associated cartridge was not returned for an evaluation. Additional information was provided in d.10, h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that when an intraocular lens (iol) was delivered, there was a posterior capsular rupture. The lens was removed and another lens was implanted. The doctor had taken the lens out of the preloaded device and delivered it through a different type of cartridge. Additional information was requested.